Manufacturer narrative:
Results: the catrx was fractured at approximately 27.0 cm from the hub. The device was kinked approximately 26.0 cm, 28.0 cm and 39.0 cm from the hub. The guidewire lumen was damaged at its proximal end. Conclusions: evaluation of the returned catrx confirmed a mid-shaft fracture and revealed kinks near the fracture. If the catrx is manipulated at extreme angles during retraction, damage such as kinks and subsequently fracture may occur. Further investigation of the device revealed that the guidewire lumen was damaged at its proximal end. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery (rca) using an indigo system catrx aspiration catheter (catrx) and guide catheter. During the procedure, the physician completed one pass in the target vessel. While removing the catrx on the next pass, the mid-shaft of the catrx broke. The procedure was completed using a non-penumbra catheter and the same guide catheter. There was no report of an adverse effect to the patient.